Event description:
The patient had two leads with the same lot number. It was reported the patient started choking during an implant procedure after the leads were placed. The physician aborted the procedure and removed the leads.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.